Event description:
The user facility reported that during a robotic patient procedure the surgical table drifted from the steepest trendelenburg position into the level position without being commanded to do so. The procedure was delayed approximately 30 minutes as the patient was repositioned. The procedure was completed successfully; no injuries were reported to the patient or hospital staff.

Manufacturer narrative:
A steris service technician inspected the surgical table and was able to duplicate the reported event. When pressure was applied to the table in the steepest trendelenburg position, drifting was noted as the back and seat sections moved toward the level position. The technician also found the control batteries were low and a ground wire screw on the table column was loose. The technician tightened the screw and facility maintenance personnel replaced the batteries. The surgical table was placed back into service. The surgical table is 16 years old and is maintained by the facility maintenance department. Steris recommended the facility replace the hydraulic system check valves and seals and perform a flush of the hydraulic system on the affected table as a precaution; steris is awaiting a response from the customer.